Manufacturer narrative:
The company representative observed that the power cord was burned at the connector where it was plugged into the wall receptacle. He observed that the issue was with the wall receptacle, not the power cord. The company representative replaced the power cord (part number 0012-00-0886-01). The iabp was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that prior to use on a patient, the plug on the power cord of the iabp started to smoke after it was plugged into a wall outlet. When the customer unplugged the iabp, one of the three prongs on the plug broke off in the wall outlet. The iabp was replaced and therapy was initiated.